Event description:
Provider alleges chair has broken frame near area where axle tube attaches to frame. Will send pictures. Provider is asking for warranty replacement of frame. I have emailed asking for replacement chair. Patient says, he has fallen out of chair a couple of times as result of broken frame. Has reported no injuries. Provider has advised that patient sop using chair at this time.